Event description:
It was reported the affiniti 50 ultrasound system's monitor bracket broke and caused a monitor detachment. The issue was found outside of clinical use and no patient or user was harmed. A replacement articulation arm was shipped directly to the customer to address their concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem, including a manufacturing evaluation and analysis of the involved monitor arm variant. The investigation determined a failure of the knuckling component which attaches the swivel monitor assembly. Design enhancements are under consideration and will be assessed for development and implementation in future design updates.